Event description:
The patient reported that five v-go 40 devices came off. Two after being worn only a few hours on his abdomen. The patient stated that a few days later he had two devices where he was having difficulty removing the adhesive liner because it was very brittle and and these fell off because there were parts of the adhesive liner still on the device. The patient stated that a 5th v-go 40 came off, but stated that there may have been interference with his undergarment.